Event description:
Reportedly, bad telemetry was observed during routine follow ups of symphony/rhapsody pacemakers. After complete reboot of the programmer, normal operation was observed. Events involving other units are reported under MDR# 9610579-2010-00463, 00478, 00480, 00481 & 00482.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Evaluation, method: since the device remains implanted, the programmer files were reviewed. (B)(4).